Event description:
It was reported that the hand piece came apart and wires were exposed on the hand piece device during the sterilization process. The reporter stated the device was not being used in surgery when the event occurred. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the device had a connector body and a set screw loose, and the cord was disconnected from the handpiece. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to extreme force being exerted on the cord during cleaning or use, which is misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.